Manufacturer narrative:
Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital with worsening heart failure and mitral regurgitation, and on workup was found to have a clotted outflow graft. During preparations for an emergent pump exchange, the patient acutely decompensated and required placement of venoarterial (va) extracorporeal membrane oxygenation (ECMO) support. The patient was stabilized on ECMO and was neurologically intact with improving kidney function. The patient was taken to the or where a 180-degree hairpin twist of the outflow graft was observed in the superior mediastinal area. It was reported that there was thrombus outside the graft compressing the graft underneath. An echocardiogram showed the position of the inlet cannula was not directed directly to the mitral valve. Even after completely mobilizing the entire left ventricular apex, and numerous attempts to anchor the pump in a different orientation, the pump was not able to completely decompress the left ventricle. It was reported that although there was no thrombus seen within the outflow graft, the pump had operated with minimal flow for several days. Since it could not be determined for certain whether or not pump thrombus was present, a high risk pump exchange was performed. Ultimately, estimated pump flows of 3.5 liters per minute were achieved. However, because of waxing and waning hemodynamic stability, the patient was left on va ECMO through peripheral cannula with the anticipation to hopefully wean the ECMO over the ensuing several days. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Although the report that there was a 180-degree hairpin turn of the sealed outflow graft in the superior mediastinum could not be confirmed, the evaluation of the pump, revealed an area of distortion along the sealed outflow graft and the sealed outflow graft bend relief. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The report that the inflow conduit was misaligned could not be confirmed because it was not returned for evaluation. Visual inspection of the sealed outflow graft upon removal of the bend relief revealed a twist at the proximal end of the graft; however, the exact configuration of this distortion could not conclusively be determined because the graft appeared to have been exposed to a fixative agent (e.g. Formalin, paraformaldehyde) prior to being returned to abbott for analysis and only 4.5 inches of graft material was returned. Also of note, the sealed outflow graft bend relief had been partially removed such that the graft was not protected within the explant kit. Based on the positioning of the black line printed on the outflow graft, the graft appeared to have been twisted approximately 90 degrees. Dissection of the graft revealed no evidence of developed depositions or thrombus formations. The sealed outflow graft bend relief revealed a kink at its proximal end. A thick, gore-tex covering that protruded out of the distal end of the bend relief and extended approximately 2.5 inches within the sealed outflow graft bend relief was also observed. An accumulation of biological material was found between the bend relief and this covering. The report that thrombus outside of the graft compressed the graft underneath the gore-tex covering could not be confirmed. Although a specific cause for the observed twist in the sealed outflow graft and the kink in the sealed outflow graft bend relief could not conclusively be determined through this evaluation, it could have contributed to the reported event. Examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.